Manufacturer narrative:
Investigation conclusion: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: email.

Event description:
1 reported false positive sars result for 1 patient. Unknown if the patient was symptomatic or not. The customer communicated the result was confirmed negative by molecular (pcr testing).